Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the questioned elevated troponin I result is unknown. However, the pattern of repeatable elevated troponin I results of the same plasma with negative results on the serum sample from the same draw on the same analyzer is strongly suggestive of non-specific heterophilic antibody binding peculiar to this one patient. No sample has been supplied for siemens evaluation. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result (tni) was obtained on a patient plasma sample on the dimension exl. The result was reported to the physician. A serum sample from the same patient draw was tested on the same analyzer with the same lot of the tni reagent and a lower, negative result was obtained. Another sample was drawn at another facility to which the patient was transferred and the result was negative. An EKG was performed on the patient. The EKG was negative prompting repeat testing. There is no indication that treatment was prescribed or altered on the basis of the positive tni result. There was no report of adverse health consequences as a result of the elevated troponin I result or the additional diagnostic testing.